Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment/non-emergency treatment of vascular procedure. The procedure was delayed by less than 20 minutes and completed by restarting the system. It was reported to philips that the system was unable to perform geometry movements. Review of the logfile shows atem stack event - system overload catastrophic ether cat bus failure, confirming the unable to perform geometry movements malfunction. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported that the system was unable to perform geometry movements. The rse confirmed that some stand movements are not available. The rse checked the logfile and found that an error in the bodyguard's control unit was detected at the time of failure, the drive unit was reset but the issue was not resolved. The philips field service engineer (fse) examined the system onsite and observed an error like a prior c arm control unit failure (repaired/replaced in february), the engineer replaced the control unit again and conducted an environmental survey around it. The issue did not recur during on site checks and subsided when the machine room was opened. Room temperature settings were adjusted and temperature and humidity were measured. Monitoring equipment was installed near the c arm control unit for further investigation. Further analysis identified a defective communication cable connector as the root cause. To resolve the issue, the fse replaced the communication cable with a spare cable. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure was completed with a minimum delay by restarting the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.